Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet user experienced repeated disconnections from the pump throughout the day while using a dexcom g6, received a sensor error alert, and was advised to replace the sensor. A fingerstick measured blood glucose at 259 mg/dl. Symptoms included hyperglycemia. Investigation included user education and troubleshooting regarding the cgm sensor and connectivity. Investigation of this case revealed a cgm sensor performance issue and loss of communication between the cgm and the pump, with responsible device not identified. It was concluded that the event was consistent with hyperglycemia of unclear cause associated with cgm sensor error and intermittent communication, and the user was instructed to replace the sensor. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.